Event description:
It was reported that cgm displayed error 42, preventing normal sensor use. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through complete pump reset, after which pump no longer showed cgm error and customer successfully started new sensor session.